Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the oxygenator failed halfway through the case, the venous saturation plummeted. No known impact or consequence to patient product was not changed out procedure was completed successfully

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection of the sample revealed no anomalies. The sample was tested for its gas transfer performance. Bovine blood was arranged to hb 12.og/dl, temp 37c, ph 7.4, svo2 65% and pvco2 45mmhg and was circulated in the oxygenator under the following conditions: v/q=1, fio2=100%, flow rate of 6l/min and 4l/min. O2 addition: @6l/min=378ml/min. @4l/min=273ml/min. Co2 removal: @6l/min=288ml/min. @4l/min=216ml/min. The obtained values met all product specifications. The pump record review determined that fio2 was low and v/q ratio was low. When the values of o2sat are read to be equal to those of sao2, there was no increase seen in pao2 even after the addition of another oxygenator and with increases in fio2 and gas flow rate. This means the oxygen saturation in the venous blood was higher than that in the arterial blood and it is assumed that the determined o2 values were not normal. Due to the product meeting product specifications and the results of the pump record review, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 12, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information), (device availability), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information), (device evaluation anticipated), (device manufacture date). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.